Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was confirmed. The root cause could not be determined the hybrid was damaged during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was at elective replacement indicator four years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.